Event description:
Pt received bilateral gel filled breast implants in 1978 which had been giving her severe chest and arm pain since 1991. She was admitted to hosp on 8/12/93 for bilateral implant removal. During the last several mins of the procedure the pt complained of air hunger and became less aroused with labored breathing. Air hunger persisted in recovery room, requiring intubation with positive pressure ventilation. She also developed bradycardia and hypotension at this time. She was transferred to ICU where her course continued to decline with development of seizures thought to be secondary to hypoxic brain injury.